Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Based on a social media post, a customer's son was contacted by adc to gather additional information which noted that his father misread a reading displayed on the adc blood glucose meter due to the carrying case partially covering the screen. On (B)(6) 2014, the customer misread the reading on the adc meter as 41 mg/dl while the meter actually displayed "hi" (a reading greater than 500 mg/dl). Customer self-treated with orange juice and glucose tablets. No symptoms were reported. Customer's son had contact with a healthcare provider who advised to call paramedics and the customer was transported to the hospital. Customer was hospitalized for 1 and half weeks. Customer's son indicated the customer had received an IV but could not remember if any medication was rendered via IV and was not sure if IV treatment was related to the medical event. Customer was sent to rehab for a week and half after discharge from the hospital before he went home. The customer¿s son further reported that on the night of (B)(6) 2014, the customer experienced a seizure and was hospitalized for 2 weeks. It is unknown if there were any adc meter readings obtained during that time. Customer was in coma for 2 weeks and later died on (B)(6) 2014. There were no details provided regarding the cause of death. Based on the information provided, there is no indication that the adc device caused or contributed to the patient¿s death.